Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 61-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported that a patient on impella support experienced bleeding at the access site and was required to have a femstop to control it. Five days after that event, the patient was found to have a hematoma at the access site and patient had no flow in the distal leg. The medical team had to surgically remove the hematoma and administer blood products. The sheath was replaced in attempt and surgery was performed however they were unable to restore flow in the distal leg. Decision was made to explant the pump.

Manufacturer narrative:
The investigation for the reported access site bleed and the limb ischemia has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was most likely due to anticoagulation management since the act was 291 at the time of the bleed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.